Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power, had a blank display, alarmed battery out limit, and alarmed excessive no delivery alarms. The customer's blood glucose was 101 mg/dl. The customer stated that he changed the battery, but the insulin pump alarmed off no power. He stated that he received more of these alarms since he had last called. He had called back reporting a blank display after he had already received a new battery cap. The customer also reported that the insulin pump alarmed low battery twice. He reported that the replacement battery cap had not resolved the issue. The customer reported that the no delivery alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.